Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: a review of the black box showed evidence of short battery life on (B)(6) 2013, with a sudden voltage drop prior to ¿replace battery¿ alarms. During investigation, the pump powered on appropriately to the verify screen. The pump was successfully primed and was exercised with no alarms and no overheating occurring during testing. The pump was tested with an external power supply and all current draws were found to be within specification. The pump was opened for investigation and there was no damage or intermittent connections found. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. Reportedly, the patient awoke to find the battery compartment was very hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.